Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the evis lucera elite bronchovideoscope had a scope communication error. The reported malfunction occurred during set up and inspection for use prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d4 primary UDI number, d8, h3, h4, h6. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.